Event description:
Dental light fell. No injuries were reported.

Manufacturer narrative:
The product was evaluated by the distributor. It was found that the retaining collar which holds a post mounting pin in place was repositioned by cleaning personnel. This allowed the key to come out of the light arm and the light to fall.